Event description:
On (B)(6) 2013, customer reports via phone that staff found sys lost fluoro capabilities before an unk pt procedure. The physician cancelled the procedure. This facility does not have back up capabilities. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.